Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during first inflation, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported and the patient was in good condition post procedure. It was further reported that 1.5mm x 20mm x 143cm coyote es balloon catheter was used first followed by 1.5mm x 20mm x 142cm coyote es balloon catheter which also ruptured.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during first inflation, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported and the patient was in good condition post procedure.